Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 implantable pacing lead, (B)(6) 2006; vedr01 implantable pulse generator (ipg), (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had impedance that gradually increased over to a high measurement and there was no capture with high threshold. The lead was capped and was replaced. No patient complications have been reported as a result of this event.